Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply connections were evaluated and found to be at issue. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.